Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, prior to use during a flexible ureteroscopy, a cook® single-use holmium laser fiber was noted to have separated inside the scope. The device did not make patient contact. A new fiber was opened to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. Accordingly, no physical examination was performed. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The device is provided with instructions for use which caution that several different factors affect the life of any fiber, including: improper handling, poor laser beam alignment or focus, continuous lasing with the fiber tip in contact with tissue, never subject fiber optics to sharp bends in handling, use, or storage. Extended lasing at high power, discard any fiberoptic assembly that is cracked or broken or does not meet minimum transmission standards. Based on the available information, cook has concluded that the most probable cause of the fiber tip breakage was the improper handling of the laser fiber. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: a visual inspection of the returned device was conducted. Damage at several points of the laser fiber was confirmed. The laser fiber was connected into a cook in-house laser unit, and it was found that the laser fiber usable and total energy transmitted through the fiber measured as zero. This confirms that no energy was transmitted when the damage occurred. Following a physical evaluation of the device, the investigation conclusion has not changed. Based on the available information, cook has concluded that the most probable cause of the fiber tip breakage was the improper handling of the laser fiber. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to use during a flexible ureteroscopy, a cook® single-use holmium laser fiber was noted to have separated inside the scope. The device did not make patient contact. A new fiber was opened to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.